Event description:
A customer reported an intraocular lens (iol) was removed from a patient for unknown reason. Additional information was received from the surgeon, who reports that the patient had an unexpected refractive error. According to the surgeon the lens power was not the best choice. The lens was exchanged for an unknown model and the event has resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on august 11, 2014. (B)(4).